Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated and met performance specifications.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011. Approximately half way through the procedure, the blade of the device stopped rotating. The physician removed the device and took the trocar blade off and then replaced the trocar blade with a second device. The device then functioned properly and the procedure was completed with no adverse patient consequences.